Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries were not returned for evaluation. Log file analysis revealed that the controller in use at the time of reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file revealed a critical battery alarm due to a communication error involving (B)(6) on (B)(6) 2021 at 23:46:06. No power disconnect alarms were logged within the analyzed period. However, analysis of the data log file revealed several momentary disconnections involving (B)(6) within analyzed period, which likely correspond with the reported power disconnections. As a result, the reported event was confirmed. There is no evidence that a power source lubrication procedure had been performed on the batteries. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit error. The most likely root cause of the reported power disconnections can be att ributed to momentary disconnections between the controller and the batteries. CAPA pr00389403 investigated momentary disconnections. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Additional products: d4: serial or lot#: (B)(6), h6: img code(s): g0403401, h6: FDA method code(s): b15, b17, h6: FDA results code(s): c04, h6: FDA conclusion code(s): d02, d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B5 corrected to indicate that it was further reported that the batteries exhibited "attacks of power disconnection" with a capacity of 100 percent. Initial reporter corrected to ahmed nabil. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries exhibited "attacks of power disconnection" with a capacity of 100 percent.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery, model #: 1650de / catalog #: 1650de / expiration date: 31-march-2016 / serial #: (B)(4),UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-march-2015. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries had critical battery alarms. The batteries were replaced. No patient complications have been reported as a result of this event.